Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient needing an acetabular cage which required a smaller head. The surgeon removed and replaced the head and sleeve.